Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was intermittently unresponsive. The customer's blood glucose (bg) level was impacted (up to 290 mg/dl) and was addressed with a manual injection. Reportedly, manual injections would be used for alternate insulin therapy.